Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
The patient received prophylactic antibiotics and thromboembolism prophylaxis. Initially, the patient experienced pain eight to ten hours after the procedure. An ultrasound and cat scan showed the hematoma extended from the posterior gluteal region of upper fossa to lower pole of the kidney. The patient was given antibiotics in addition to the blood transfusion. The patient was discharged when post transfusion hemoglobin returned to normal levels and the patient was comfortable with no further bleeding experienced. The patient has been seen many times since the procedure with no further complications. It was reported that the procedure was very successful and the patient is happy with the outcome. The surgeon opined a possible cause and contributing factor for the hematoma formation was that upon insertion of the posterior mesh, the inserter may have extended beyond the ssl instead of lying flat on the ssl.

Event description:
It was reported that a patient underwent pelvic floor repair procedure on (B)(6) 2011. Following the procedure, the patient complained of pelvic pain. A CT scan revealed a hematoma from the right side of the pelvic wall all the way to the kidney. The patient's hemoglobin dropped to seventy five and the patient was transfused twice with spontaneous tamponade. The patient was kept a day longer due to this issue. The patient was in stable condition immediately following the event. The device remains implanted.